Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection, menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, infection, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis. Previously administered products included for contraception: mirena from 2010 to (B)(6) 2012. Concurrent conditions included vaginal yeast infection, menstruation frequent and latex allergy. Concomitant products included ferrous gluconate (ferralet) from (B)(6) 2013 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2013 to (B)(6) 2014, nifedipine (procardia) from (B)(6) 2013 to (B)(6) 2014 and phentermine (adipex) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), libido decreased ("hormonal changes describe: decreased sex drive"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches") and fatigue ("fatigue"), 2 months 12 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish / psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (novasure ablation and fractional d and c-(B)(6) 2014 and hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, infection, menstrual disorder, depression, anxiety, dysmenorrhoea, vaginal haemorrhage, vaginal infection, libido decreased, mood swings, migraine and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, infection, libido decreased, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013(mr) and (B)(6) 2018 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Events added from pfs- dysmenorrhea (cramping), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, mood swings, decreased sex drive, migraines / headaches, fatigue. Reporter information, medical history, concomitant drug, events onset date, event outcome, essure removal date were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.